Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise was able to be reproduced in clinic. Other electrical measurements were normal. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.